Event description:
Bottom part of head goes side to side. Bottom one fell off in my mouth; oral-b refills [device breakage]. Case narrative: the consumer stated on phone that the bottom part of the heads (oral-b refills) went side to side and the bottom one fell off in their mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.